Event description:
Covidien received info stating that during patient use, an ht70 ventilator was used and it stopped cycling. The pt was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The device has been received. As additional info is obtained, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The returned ht70 ventilator pump was evaluated for the reported "loss of ventilation" issue. The device was allowed to run in normal ventilation mode. No errors were observed.